Manufacturer narrative:
This product was never returned back from the field for analysis. This report will be updated should it ever be returned for testing.

Event description:
It was reported that a patient with this right ventricular (rv) lead was admitted to the hospital with complete heart block and a heart rate of around 40 beats-per-minute. Review of the system revealed loss of capture at maximum outputs on the rv channel. A chest x-ray showed the rv lead had less slack than when it was when it was implanted. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.